Event description:
Nostril burn during a transsphenoidal approach was reported. The surgeon stated normal technique is to use the cusa for a minute and then wait for a minute, then resume. In this instance, they may have gone on for longer. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation 03/08/2016: review of complaint history results: the DHR review could not be completed for c2602 cusa excel handpiece since neither the serial nor the lot number were provided. Complaint history: a minimum of 12 months review of cusa excel handpieces part number c2602 was completed in (B)(6) using the following key words ¿overheating¿ and root cause ¿product not returned¿ in the search criteria. The analysis of the complaint investigations and root cause reports has concluded this is the 1st identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿ product not returned¿ resulting in no evaluation of the handpiece. Based on the trending activities it can be concluded no corrective actions are deemed necessary. Conclusion: the cusa excel handpiece was not returned to integra for failure analysis investigation therefore a root cause could not be established. Since the product was not returned for evaluation to conduct an adequate root cause analysis and the trend review did not identify an adverse trend for cusa excel handpiece; no corrective actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes.